Event description:
It was reported that the lead exhibited noise due to being fractured. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.